Event description:
It was reported that the patient has muscle twitches, fatigue, body aches, dizziness, migraines, body swelling, night sweats, difficulty concentrating, off balance, numb fingers and feet, cold feet, eyes hurt, heart palpitations, thumping in ears, nervousness, yeast infections, depression and thyroid nodule. Blood work is ok.

Manufacturer narrative:
Additional serial#: (B)(4).